Manufacturer narrative:
"An attempt to reproduce the reported event using guardian app ver1.4.0 installed on iphone 11 pro max, ios 17.2.1 with transmitter was conducted and confirmed that the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4). After conducting a thorough investigation, we have found that most likely it was misunderstanding from the customer side of the logbook behavior. Based on the provided logs, the app handled the time change correctly, adding the following entity to the database. There were no exceptions in the logs, and all future events were created with the correct offsets applied. From helpline information customer have not changed any setting on app/mobile device as he said the logbook history just spontaneously came back. Helpline informed that the customer can see the logbook history details now. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-8200. Troubleshooting was performed. Customer was unable to see logbook history logs. Unable to resolve the issue. No harm requiring medical intervention was reported. No product return is required for mmt-8200.